Manufacturer narrative:
(B)(4). Batch # t9390g. Investigation summary: the analysis results found that the el5ml device was received with no damage in the external components. In addition, a malformed clip was returned inside of a plastic bag. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired. Therefore, a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. The event described could not be confirmed as the device was returned empty. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an appendectomy, an el5ml was used to approximate a minor vessel. The distal end of the clip was closed properly, however, the middle didn't close properly and made a hole. Because it was removed without any resistance or tissue trauma, the surgeon successfully finished the case with another el5ml. Surgery was not delayed and no fragments were generated. There were no patient consequences.